Event description:
Technical services received a call on (B)(6) 2011. Caller asking about check atrial lead alert and is caused by what. Caller would like to review egm. Physician is or. (B)(6) at (B)(6) of (B)(6). Looks like retrograde at lrl that is kicked off by pvc. The retrograde is covered up by pvarp, but not sure if ap is capturing or not. Technical services stated this looks odd to have retrograde at lal. Technical services asked if atrial lead capturing. Would evaluate this. Technical services suggested cxr and test lead aai as there is evidence of fusion on presenting. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).